Manufacturer narrative:
The phaco handpiece was not returned for evaluation. With no additional, related information provided, the customers reported event could not be confirmed. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the handpiece would not work during the sculpting phase. The handpiece passed the prime test. Additional information has been requested.